Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, diagnostic imaging was not performed. Provocative testing was performed and the noise was unable to be reproduced. The device was reprogrammed to resolve the event. The patient was in stable condition.